Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approx. 29 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Furthermore, cuts in the insulation were observed in this region which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. No fracture could be measured. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the physician had difficulty placing this lead during implant. It became dislodged again during the implant of the ra lead. At the next day follow up, unstable impedance (800 to 1200 ohms) and threshold (0.8 to 1.5 v) were noted. No dislodgement was seen on x ray. It was decided to revise the lead, and damage near the clavicle was noted. The lead was explanted and replaced. Should additional information become available this file will be updated.